Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a supplemental report will be filed.